Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set separated the following information was received by the initial reporter with the following verbatim: the short clip shows the connection and pharmacy tech pulling on the tubing, this was not forceful, although it looks that way it came out easily. David and I reinforced pulling back the spin collar to expose the male section of the tubing, inserting with ¼ turn and then the spin collar tightening. They followed and advised they have been doing this all along. We watched pharmacy techs from both organizations with pharmacist present also in both locations. We watched their set up, priming and double checks. The videos will show some manipulation to show the failure, but they reassured this was not the standard practice.

Event description:
No additional info

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.